Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not hold screen calibration and freezes. While trying to recalibrate the screen, the crew report the tempus pro is now in an endless loop of startup and calibration. The device is not able to be used. There were no reports of harm nor impact.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not hold screen calibration and freezes. While trying to recalibrate the screen, the crew report the tempus pro is now in an endless loop of startup and calibration. The device is not able to be used. There were no reports of harm nor impact.